Event description:
Event description cpi received information that this endocardial lead was explanted due to 'insulation failure'. An invasive procedure was performed to replace the lead. Implanted-08/24/92. Explanted-08/19/96. Implant months-47.9.